Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that device will not turn off.

Manufacturer narrative:
Alleged failure: continues activation the failure(s) identified in the investigation is consistent with the complaint record. Probable root cause could be normal wear and tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Mfg date: 09/01/2008. (B)(4).

Event description:
It was reported that device will not turn off.